Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that while performing functional testing for the cs100 / cs300 solenoid driver board field action, the batteries failed to meet the minimum run time. The fse replaced the batteries. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
A getinge field service engineer (fse) reported that while performing functional testing for the cs100 / cs300 solenoid driver board field corrective action, the intra-aortic balloon pump (iabp) failed to meet the minimum battery run time.